Manufacturer narrative:
Should additional info become available regarding this reported increased incontinence it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6)-2010, an invance sling was implanted in a (B)(6) male pt. Details of procedure are not known. The pt wrote a letter to ams to express his disappointment regarding the outcome of his sling procedure. He has two times the amount of urine leaking then he had before the sling implant. Pt did not understand that there was a possibility of increased incontinence from the procedure. The pt requested info from ams on possible options he may consider since the sling procedure has not been successful. He was referred to his physician for further consolation. No further details are available at this time.